Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2024.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) and it was assessed that the ipg may have flipped inside the pocket site and was not optimally positioned. Therefore, the patient underwent a revision procedure during which it was discovered intraoperatively that the ipg had not flipped as originally thought but it had come loose from the sutures. The ipg was re-anchored and repositioned within the pocket site and no devices were explanted or replaced. There were no reported patient complications postoperatively.